Manufacturer narrative:
This event was previously submitted via an alternative summary report. The event no longer qualifies for reporting via that method based on the analysis findings. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action, but product analysis found that the product did not perform as described in the field action. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. (B)(4). Evaluation summary: analysis revealed a sudden drop in voltage with a recovery coinciding with an interrogation. The exact cause of the voltage variation is due to integrated circuit lock-up.

Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) due to possible high battery impedance. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.